Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed skin suture site infection. The system was explanted. The patient was stable.